Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse reinstalled the scroll compressor and adjusted the regulator. Inspection was completed and use of the equipment was resumed by the customer.

Event description:
It was reported that cardiosave hybrid, 3.1 edition intra-aortic balloon pump (iabp) had insufficient negative pressure during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 (investigation findings).